Manufacturer narrative:
Corrected data: patient sex. Describe event or problem. The following additional information was received per the patient¿s medical records: patient had a history of acute paraplegia secondary to cervical thoracic spontaneous epidural hematoma. The implant was deployed in an infrarenal location without incident via the right internal jugular. The patient tolerated procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 8 years and 2 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the filter. The patient also reports to be suffering from anxiety. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated and tilted. The patient has also reported experiencing anxiety. The indication for the filter implant was acute paraplegia secondary to cervical thoracic spontaneous epidural hematoma. The filter was deployed in an infrarenal location without incident via the right internal jugular. The patient tolerated procedure well. Approximately 8 years and 2 months post implant the patient became aware of the perforation and tilting of the filter. The method of diagnosing the events has not been provided. There is currently no additional information available for review. Section b7: other relevant history, including preexisting medical conditions (e.g.,allergies,race,pregnancy,smoking and alcohol use, hepatic/renal dysfunction, etc.) Brand name. Concomitant medical products. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated and tilted. The patient has also reported experiencing anxiety. The indication for the filter implant was acute paraplegia secondary to cervical thoracic spontaneous epidural hematoma. The filter was deployed in an infrarenal location without incident via the right internal jugular. The patient tolerated procedure well. Approximately 8 years and 2 months post implant the patient became aware of the perforation and tilting of the filter. The method of diagnosing the events has not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for evaluation. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Relevant history race and medical history). (Brand name). (Model, catalog, lot number). (Concomitant medical products and therapy dates). Unknown 21 gauge needle. Unknown guidewire. (Date received by the manufacturer and PMA/510(k) number). (Evaluation codes). Additional information is pending and will be submitted within 30 days upon receipt. Corrected data: implant date initially reported as (B)(6) 2009, corrected to (B)(6) 2009.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The following additional information was received per the patient¿s medical records: patient had a history of acute paraplegia secondary to cervical thoracic spontaneous epidural hematoma. The implant was deployed in an infrarenal location without incident and patient tolerated procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 8 years and 2 months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from anxiety.